Event description:
It was reported that during preparation prior to a procedure, it was found that the energy's console was low, no error codes were reported. There is no information regarding the patient and procedure outcome.